Manufacturer narrative:
(Manufacturing assembly error) the evaluation determined that the reported event may have been caused by a manufacturing assembly error.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3210-0032 camera head overheated. This occurred during a case and burned the surgeon. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.